Event description:
Canon USA inc. Received a report that intermittently, the customer will have "image error (-119)" on the cxdi-55c sensors. This problem occurred in the (B)(4) equipment. X-f full image was zero, and a positive discrepancy of results of x-f calculation in the mini images was detected at the position of pixels with register defect. It is likely that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted to separate out two serial numbers as reported in MDR 1008181430-2012-00024. Since two serial numbers were reported, two mdrs should have been submitted. (B)(4). Investigation of the software determined that there was a software issue related to the pld code. Dealers were instructed to downgrade the pld code ((B)(4)) when conducting periodic maintenance or visiting the customer's site. (B)(4).